Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched. The overall length of the soft cannula was 1.70 inches, which is out of specification. Fluid flowed freely through the entire fluid path though the soft cannula was stretched. No blockages or leaks were observed. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. No other damages or defects were observed that would prevent the delivery of insulin. Download data did not show any timeouts or drive stalls but an 0x1c, pump expiration time reached, alarm was generated. The alarm indicates that the device had expired after 80 hours of use. This was confirmed by the alarm time, 80:00, indicating 80 hours.

Event description:
It was reported that the patient's blood glucose level reached 330 mg/dl. The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated with manual injection and a new pod.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched. The overall length of the soft cannula was 1.70 inches, which is out of specification. Fluid flowed freely through the entire fluid path though the soft cannula was stretched. No blockages or leaks were observed. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. No other damages or defects were observed that would prevent the delivery of insulin. Download data did not show any timeouts or drive stalls but an 0x1c, pump expiration time reached, alarm was generated. The alarm indicates that the device had expired after 80 hours of use. This was confirmed by the alarm time, 80:00, indicating 80 hours. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.